Manufacturer narrative:
D10 - concomitant product: sigpshell, sig power sigpshell control shell, (lot# unknown) sigphandle, sig power sigphandle handle, (lot# unknown) unknown egia su, unknown endo gia sulu, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the shell, the device stopped mid-shot and did not work, and a second shot with a reinforced load was attempted. The shell was changed but could not fire due to the thickness of the first reinforcement. The devicewas then replaced with an stapler and a load without reinforcement to continue the procedure. The procedure was extended by 30 minutes due to the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, d1, d4 (model number, serial number, UDI number) g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during sleeve gastrectomy involving the shell, the device stopped mid-shot and did not work, and a second shot with a reinforced load was attempted. The shell was changed but could not fire due to the thickness of the first reinforcement. The device was then replaced with a stapler and a load without reinforcement to continue the procedure. The procedure was extended by 30 minutes due to the issue. No patient complications have been reported as a result of this event.